Event description:
The customer reported oil mist coming from their unit. The customer reported an employee with complaints of itchy, watery eyes, a runny nose, and an irritated. Itchy throat. The employee did not seek medical attention or required treatment for her symptoms. The asp field service engineer repaired the unit.

Manufacturer narrative:
.